Manufacturer narrative:
Service was dispatched on (B)(6) 2009. There has been no service report received from the affiliate. The sample was collected in a plastic serum tube. The sample was centrifuged at 3,000 rpm (rotations per minute) for 15 minutes. An aliquot of the sample was re-centrifuged prior to each retest at 3,000 rpm for 15 minutes. System check was performed on (B)(6) 2009. All portions were within specifications. Quality control (qc) recovered within the expected range. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The affiliate alleged the customer reported an elevated gastrointestinal (gi) monitor, gi19-9 result, for one patient, involving access 2 immunoassay system. The elevated result was not released out of the laboratory. Subsequent testing produced results within a different clinical range. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.